Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated the esc and arrow down buttons are unresponsive. The customer stated that there is no significant event leading to keypad issue. The customer was advised to discontinue use of the pump until the replacement arrives and to follow healthcare provider instructions.

Manufacturer narrative:
All of the buttons functioned properly during testing. However, moisture damage was noted to the keypad traces during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window.